Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave catheter and faradrive sheath were selected for use. When an attempt was made to engage the right inferior pulmonary vein (ripv), the catheter was found to be in cobra a few times. Troubleshooting was performed but the issue was still present. The doctor then removed the catheter from patient's body. The catheter ended up twisting and the splines were tangled. In the interest of patient safety, the doctor decided to use a new catheter. When introducing the new farawave catheter and a non-boston scientific catheter, bubbles were seen. The doctor aspirated two syringes of air bubbles. The faradrive sheath was found to be leaky. The sheath was replaced, and procedure was completed with no patient complications. Irrigation was performed with a pressure bag. The guidewire pulled back to tip of catheter. No air was seen inside patient. The devices are expected to be returned.

Event description:
During an atrial fibrillation ablation, a farawave catheter and faradrive sheath were selected for use. When an attempt was made to engage the right inferior pulmonary vein (ripv), the catheter was found to be in cobra a few times. Troubleshooting was performed but the issue was still present. The doctor then removed the catheter from patient's body. The catheter ended up twisting and the splines were tangled. In the interest of patient safety, the doctor decided to use a new catheter. When introducing the new farawave catheter and a non-boston scientific catheter, bubbles were seen. The doctor aspirated two syringes of air bubbles. The faradrive sheath was found to be leaky. The sheath was replaced, and procedure was completed with no patient complications. Irrigation was performed with a pressure bag. The guidewire pulled back to tip of catheter. No air was seen inside patient. The devices are expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. Both the external and internal hemostatic valves were found to be deformed, potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. Along with the deformation, both the external and internal hemostatic valves had tears affecting their center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves.